Event description:
Possible allergic reaction. Patient itchy on head, neck, and face. Flushed the following day. Later that day broke out in hives behind his ears. Admitted to hospital 7/24 and was hospitalized for 15 days. Patient is fully recovered.